Event description:
Reporter alleged obtaining the results of 187 mg/dl and 85 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she ate chicken, frozen vegetables, rice, and drank juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.